Manufacturer narrative:
Product analysis : analysis could not confirm customer complaint of programmer will not interrogate, and shuts down randomly. The programmer did not start when first came in due to the battery completely discharged. Reseated the battery and was able to charge with the provided power cable. Battery works as expected, and lasted over an hour and a half. Programmer kept a charge overnight. Able to interrogate maximo and evera devices and moved the cable with no issue. Inspected the bridge electrocardiogram (ECG) board with no fault found. Reconfigured, reloaded and updated software. Programmer and head passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer will not interrogate, and it shuts down randomly. The programmer was returned for service. There was no patient involvement.